Event description:
It was reported that pump displayed recurring malfunction alarm malf 12 with fault ID 0x2071, with at least three prior occurrences, and no notable events occurred before the malfunction. There was no adverse impact to the customer¿s blood glucose level. Customer chose to use multiple daily injections as backup insulin therapy, was instructed to place pump in storage mode and return it and was informed that a replacement in-warranty pump with updated software would be shipped.